Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and determined that there was no device malfunction. The hsc specialist stated the customer receives the samples in frozen state therefore the samples must be thawed and mixed prior to analysis. Additionally, the samples should be mixed and checked for fibrin particles and bubbles prior to analysis. The hsc specialist stated that the issue may have occurred due to an improper sample handling, poor mixing or bubbles in the tubes at the time of analysis, which can cause a poor aspiration and impact result. The cause of the discordant, falsely low ammonia result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low ammonia result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low ammonia result.